Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, power inlet and power switch and exposed internal metal were confirmed. Since the cause of the damaged power inlet had not been identified, we could not surmise a cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited alternating current inlet unit rear was damaged cracked and power switch front was damaged hence internal components exposed due to cracked protective cover. There were no reports of patient involvement.